Event description:
It was reported that left hip revision surgery was performed. Patient had elevated metal ion levels, and reported symptoms including pain and a metallic taste in his mouth at times. MRI showed adverse local tissue reaction, but no loosening of the implants. Infection workup was negative.

Manufacturer narrative:
It was reported that left hip revision surgery of a bilateral bhr patient was performed due elevated metal ion levels and pain. (Complaint investigation of the right hip performed under- (B)(4)). During the revision, the hemi head and the modular sleeve were removed, the bhr cup and anthology stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. According to the provided revision report, the patient had elevated metal ion levels, pain and metallic taste in his mouth at times: a pre-operative assessment showed adverse local tissue reaction, no loosening of the implants or signs of infection. During the revision moderate yellow cloudy joint fluid, mild caseous material within the recesses of the head was noted as well as good implant position, fixation and no visible damage at the trunnion and cup articulating surface. The cup and stem remained and a dual-mobility liner/ball-head was implanted. The provided report of a gross analysis of the pink-grey and tan tissue adherent to the explants indicated a necrotic appearance. Review of the provided implantation and revision report did not reveal any inconsistencies related to the surgical technique that could explain the later revision. Without the device available for analysis, it remains unclear whether the reported findings correlate to a material loss/corrosion from the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Correction h10: correct investigation it was reported that left hip revision surgery was performed. During the revision, the hemi head and modular sleeve were removed. The bhr cup and anthology stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. The available medical documents were reviewed. A pre-operative assessment showed adverse local tissue reaction, no loosening of the implants or signs of infection. During the revision, yellow cloudy joint fluid and mild caseous material was noted. Review of the provided implantation and revision report did not reveal any inconsistencies related to the surgical technique that could explain the later revision. Without the device available for analysis, it remains unclear whether the reported findings correlate to material loss/corrosion from the implant. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.